Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight days post implant the right atrial lead was explanted due to dislodgement. No adverse patient effects as a result of the lead revision procedure were reported.